Manufacturer narrative:
The patient weight was not provided. The heartmate3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 6 days. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s driveline was disconnected overnight by a nurse who was trying to untangle the patent's driveline. A driveline fault alarm also occurred. The patient was asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and observed that the driveline was disconnected on (B)(6) 2018 at 23:11. It also appeared that the driveline was inserted upside down at a 180 degree angle which caused an issue with the system controller. The driveline was correctly inserted on (B)(6) 2018 at 23:14 and the pump restarted accordingly. The pump was off for approximately 2 minutes. The driveline fault events appeared after re-connection due to a fault within the system controller. Per customer request, the modular cable and system controller were exchanged without any issues and the alarms resolved. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned modular cable revealed the device functioned as intended. The modular cable passed all electrical testing. The returned modular cable was also tested together with laboratory equipment and no functional was identified. The reported incident of a driveline power fault alarm was confirmed with the evaluation of the returned system controller. The system controller was connected to laboratory equipment and the information screen on the system monitor indicated that one fuse (fuse b) was open/failed. The screws were stripped during an attempt to dismantle the device and further evaluation could not be performed. Similar incidences have been reported. A corrective action has been initiated to investigate the issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.